Manufacturer narrative:
Device lot number, expiration date, unique identifier number, and manufacture date updated.

Event description:
It was reported that stent premature deployment and removal difficulty occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 8x6mm, concentric de novo target lesion was located in the severely tortuous subclavian artery. A 8.0x30x135cm express ld vascular stent was advanced for treatment; however, the stent pre-deployed within the femoral sheath. It was also noted that there was difficulty removing the balloon from the stent. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent premature deployment and removal difficulty occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 8x6mm, concentric de novo target lesion was located in the severely tortuous subclavian artery. A 8.0x30x135cm express ld vascular stent was advanced for treatment; however, the stent pre-deployed within the femoral sheath. It was also noted that there was difficulty removing the balloon from the stent. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.